Manufacturer narrative:
The device remains implanted so was not available for evaluation. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. Stroke is a known and anticipated complication to these types of procedures and is listed as such in the directions for use. Therefore it was determined that the reported event was an anticipated procedural complication.

Manufacturer narrative:
Event date: the exact date is unknown; all patients included in the article were treated between (B)(6) 2007 and (B)(6) 2010.

Event description:
It was reported in the journal of cardiovascular interventional radiology that the stent was successfully implanted in the mid basilar artery. The patient suffered a perforator stroke with a left hemi-pontine infarction. The patient reportedly made a relatively good recovery with a modified rankin scale of 3. No other information was provided.

Event description:
It was reported in the journal of cardiovascular interventional radiology that the stent was successfully implanted in the mid basilar artery. The patient suffered a perforator stroke with a left hemi-pontine infarction. The patient reportedly made a relatively good recovery with a modified rankin scale of 3. No other information was provided.